Event description:
Reportedly, during pt use, the displayed fio2 values were lower than the set fio2 values. The pt was manually ventilated while being transferred to another unit. There were no adverse pt effects reported.

Manufacturer narrative:
Though requested, pt info was not provided.